Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was an overstimulation sensation. Two to three weeks prior to (B)(6) 2014, the patient was walking down a flight of stairs at home, and experienced a surge in stimulation. The stimulation was far too intense and had to ask another family member to get the programmer and shut it off. Once the implant was turned off, it resolved. When the patient checked it with their programmer the amplitude said 9.0v when it was not supposed to be at that voltage. The patient was standing prior to this situation. The surge in stimulation was in the typical location of paresthesia. The stimulation did not go away on its own. The implant had to be manually turned off. The patient had not used the implant much since the event and wanted to know why it occurred. The patient only had one group, group a. The defined positions were as follows: upright: a1. 2.85, a2. 7.5. Upright and mobile: a1. 2.85, a2. 7.5. Lying back: 2.0v, 3.5v. Lying front: 2.0v, 5.5v. Lying right: 1.25v, 3.45v. Lying left: 1.8v, 3.05v. The patient stated this w as what they were supposed to be. The manufacturer's representative reported that the patient was competent with the programmer. There was an impedance test performed with 0-7 and 8-15 showing normal values between 800 ohms and 1200 ohms. There was nothing out of range. There was no reprogramming performed at this time. It wasn¿t known if the overstimulation sensation reoccurred or if the patient resumed using their implantable neurostimulator (ins) or if she was receiving effective therapy. The manufacturer's representative had a follow-up appointment with the patient two weeks from (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that mild reprogramming was done and adaptive stimulation was removed. The patient reported satisfactory stimulation.